Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported non-sustained right ventricular oversensing due to extended qt interval and elevated post-paced t wave oversensing was noted by an alert transmission via follow-up remote. Programming changes were made. Patient was good before, during, and after programming changes.